Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient began experiencing significant pain, clicking and popping sensations, constant irritation, and discomfort in the area of his defective device.